Event description:
During receiving and inspection of this bur and packaging, our foreign distributor noted that the bur was loose from the clamshell inside the sterile packaging. The distributor also reported that the bur did not break through the sterile packaging.

Manufacturer narrative:
Investigation findings: conmed linvatec received this bur and packaging for eval. During a visual examination of the package in 2008, the evaluator found the bur loose from the clamshell, scratches on the packaging and a hole punctured through the pouch compromising the sterile packaging. An investigation remains in process for this failure mode.